Manufacturer narrative:
G4:17dec2020. B4:18dec2020. The ventilator was evaluated by the field service technician and the reported alarm light emitting diode (led) failure was unable to be confirmed despite operation checking. The log revealed alarm led failed error had occurred. In addition, an illumination failure of the power led (green/orange) was observed. Therefore the power switch overlay equipped with the alarm led and power led was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 03nov2020.

Event description:
It was reported the alarm light emitting diode (led) failed. There was no patient involvement.